Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a malfunction reporting all of the channels are bad. It is unknown when this condition occurred. Baxter's review of the device event history confirmed the reported condition as failure code 812:01 which interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a channel c failure as failure code 812:01. The root cause could not be determined at this time. A baxter technician replaced channel c on the pump head module as a precaution. Review of the device event history determined that the reported condition of occurred on (B)(4) 2010 and not the customer reported occurrence date of (B)(4) 2010. A follow up report will be submitted if additional information becomes available.